Event description:
Patient contacted customer service reporting that she had a liver biopsy, experienced pain, and received pain medication. The patient contacted the manufacturer for product information.

Manufacturer narrative:
Upon receipt of the reported event by the patient, a representative of the manufacturer contacted doctor's hospital at (B)(6) in (B)(6). The hospital confirmed that they had a female patient who received a liver biopsy at the same time as the patient who contacted the manufacturer. The hospital confirmed that d-stat flowable was used for a liver biopsy, the patient experienced pain and was given pain medication. No other additional information was obtained. The instructions for use for d-stat flowable include the following statement: "the safety and effectiveness of d-stat has not been established for use to control bleeding following organ or tissue biopsies. Use of d-stat in this situation has been reported to result in pain, seizures, bile retention, tissue necrosis, vascular occlusion and death." It is manufacturer's conclusion that the use of d-stat flowable for a liver biopsy is an off-label use of the product.